Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The physician reported that the cgm reading was ¿in range¿ but when a fingerstick was taken the blood glucose reading was over 600 mg/dl. It was reported that the patient was ¿almost in diabetic ketoacidosis¿. The patient was using an unknown pump at the time of the event. The physician was not able to provide patient details and not further details regarding the event were reported. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.